Event description:
Related manufacturer reference number: 2017865-2021-24997. Related manufacturer reference number: 2017865-2021-24998. It was reported that the patient had an unspecified infection. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.